Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Additionally, it was reported that the pump did not deliver a manually requested bolus. Reportedly, the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 288-315 mg/dl.